Manufacturer narrative:
A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/removal report number: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unknown location. This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.